Event description:
It was reported that the patient called in that they were having problems like "getting dizzy again" and "almost falling down" and questioned if this was related to their pacemaker. The patient was encouraged to contact the physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).